Event description:
It was reported that during a follow-up the physician performed the low voltage pacing threshold and found to be higher than the past low voltage pacing threshold. The physician programmed the low voltage output. No patient adverse consequences were reported. The patient was fine after the follow-up.

Event description:
New information noted that the patient presented in clinic for routine follow-up on (B)(6) 2016; the left ventricular lead continued to exhibit high capture thresholds. The lead was programmed off and the device was programmed to right ventricular pacing only. There were no consequences to the patient.

Manufacturer narrative:
(B)(4).